Manufacturer narrative:
A ge rep evaluated the system and determined the software needed to be reloaded. The customer declined immediate repair because it would erase stored files. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system locked up during a procedure. No pt injury was reported.